Event description:
Pt had bilateral capsulotomy with re-augmentation, mastectopexy. Removal of prosthesis with replacement of saline filled prosthesis. On removal of both, they were found to be ruptured. History of multiple plastic surgeries.